Event description:
It was reported that " the iabp did not hold an electrical charge during transfer of the patient." The patient's current condition is reported as "fine". The customer is unable to provide further detail around the event.

Manufacturer narrative:
(B)(4). The reported complaint for that the "iabp did not hold an electrical charge during the transfer of the patient" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the iabp did not hold an electrical charge during transfer of the patient." The patient's current condition is reported as "fine". The customer is unable to provide further detail around the event.